Manufacturer narrative:
On 15-jan-2025, additional information was received clarifying that the ¿external upturned head end¿ was representative of the outer sheath tip. Based on this information, the event was reassessed of being a ¿soft tip¿ issue and no longer considered to be MDR reportable. The issue of ¿soft sheath tip¿ is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the outer sheath was cracked/broken. It was that before the operation, the outer sheath was found damaged when inserting the inner sheath. A second device was used to complete the operation. There was no adverse event reported on patient. The broken section was observed on the external upturned head end, the head end ruptured without affecting the hemostatic valve. Air did not enter the patient¿s body.